Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, customer wore the pump against the skin. Tandem technical support advised customer that the pump should not be worn against the skin. Subsequently, multiple temperature alarms occurred while the pump was not exposed to extreme temperatures. Customer's blood glucose level was 250 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.